Event description:
It was reported that the device was used during a low anterior resection. The device fired an incomplete staple line. The cases was completed using another same like device. There was no consequence to the patient.